Event description:
The customer claims that the alarm has power but no alarm tone when pressure is released from the sensor pad. They tested it with new batteries. No visual damage detected. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Results: evaluation of the returned product found that the unit did turn on, but there was no alarm when pressure was released from the pad. The fail-safe function was not working. It was tested with new batteries. The battery door was missing. (B) (4).